Manufacturer narrative:
As the case at hand is a legal claim it is not suspected that the devices or additional information are being submitted for review. Zimmer (B)(4) winterthur legal department have already passed all information that was received from the lawyer, to our complaint handling department. By experience zimmer (B)(4) never gets more information except for the one that has been already covered in the final report. Patients¿ advocates only provide to zimmer (B)(4) as much information as they are willing to share to protect the rights of their clients. All information which has been provided for this particular case is already covered in the final report. Nevertheless, should additional information become available to us, a follow up report will be submitted. A technical investigation was not possible to be performed, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Trend analysis: no trend considering the following event is identified:revision due to elevated metal ions/wear, corrosion at the junction (of a large diameter head used in combination with a mmc cup). As no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. - event summary: patient had mmc cup implanted on (B)(6), 2010. Subsequently, on (B)(6), 2015 blood test showed high level of metal ions. Thus the patient underwent revision on (B)(6), 2015 due to elevated cocr, wear and adverse local soft tissue reaction with complete disruption of the posterior capsular structures and partial evulsion of the abductor mechanism after 5 years 8 months in-vivo time. Review of received data - according to the operative notes: the previously placed implant could be visualized directly onto the fascia lata, because all of the posterior soft tissues had been developed and virtually disappeared. There was evidence of corrosion at the junction between the femoral head and the neck. According to the lab results dated 6/19/2015: cobalt = 7.1 mcg/l, chromium = 1.6 mcg/l. No product was returned to zimmer biomet for in-depth analysis. Review of product documentation - the compatibility check was performed from (B)(6) and showed that the product combination was approved by zimmer biomet. Root cause analysis root cause determination using dfmea - increased wear due to clearance too small ¿ rim loading => possible: no x-rays were returned for the investigation, therefore cannot be excluded. - increased wear due to clearance too large => possible: no x-rays were returned for the investigation, therefore cannot be excluded. - no self polishing ¿ (run-in phase) leads to increased wear due to inadequate articulation material => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - increased wear due to perpetual boundary lubrication of articulation due to inproper design parameters (e.g. Diameter, roughness, etc.) => not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - increased number of wear particles due to chemical corrosion => possible: the product was not available for investigation, therefore cannot be excluded. - reduced rom, increased wear due to component malpositioning => possible: no x-rays were returned for the investigation, therefore cannot be excluded. - increased wear due to component missmatch (wrong size) => not possible: the product combination was approved, correct sizes were used - increased wear due to component damaged during operation - scratches on articulation surface => possible: proper handling of components during surgery is out of zimmer biomet control - increased wear due to wrong pairing due to missing "metasul" sticker => not possible: pairing was correct. Conclusion summary according to lab analysis elevated metal ions of cobalt and chromium is confirmed. According to the operative notes there was evidence of corrosion at the junction between the femoral head and the neck, however, since the explants were not received that cannot be confirmed. Possible causes of the reported event include increased wear due to too small clearance, chemical corrosion, too large clearance, component malpositioning or damaged component during operation. It is not known to which extent these factors had a role. It is not possible to find a root cause in the absence of valuable medical data as x-rays and explants for the investigation. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
Device history records (DHR): the DHR check could not be performed as the lot number was not available. Trend analysis: no trend identified. Event summary: patient had mmc cup implanted on (B)(6) 2010. Subsequently, on (B)(6) 2015 blood test showed high level of metal ions. Thus the patient underwent revision on (B)(6) 2015 due to elevated cocr, wear and adverse local soft tissue reaction with complete disruption of the posterior capsular structures and partial evulsion of the abductor mechanism after 5 years 8 months in-vivo time. Review of received data: according to the operative notes, the previously placed implant could be visualized directly onto the fascia lata, because all of the posterior soft tissues had been developed and virtually disappeared. There was evidence of corrosion at the junction between the femoral head and the neck. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis root cause determination using dfmea: increased wear due to clearance too small ¿ rim loading: possible: no x-rays were returned for the investigation, therefore cannot be excluded. Increased wear due to clearance too large: possible: no x-rays were returned for the investigation, therefore cannot be excluded. No self polishing ¿ (run-in phase) leads to increased wear due to inadequate articulation material: not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Increased wear due to perpetual boundary lubrication of articulation due to improper design parameters (e.g. Diameter, roughness, etc.) Not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Increased number of wear particles due to chemical corrosion: possible: the product was not available for investigation, therefore cannot be excluded. Reduced rom, increased wear due to component malpositioning: possible: no x-rays were returned for the investigation, therefore cannot be excluded. Increased wear due to component mismatch (wrong size): not possible: the product combination was approved, correct sizes were used. Increased wear due to component damaged during operation - scratches on articulation surface: possible: proper handling of components during surgery is out of zimmer biomet control. Increased wear due to wrong pairing due to missing "metasul" sticker: not possible: pairing was correct. Conclusion summary: according to lab analysis elevated metal ions of cobalt and chromium is confirmed. According to the operative notes there was evidence of corrosion at the junction between the femoral head and the neck, however, since the explants were not received that cannot be confirmed. Possible causes of the reported event include increased wear due to too small clearance, chemical corrosion, too large clearance, component malpositioning or damaged component during operation. It is not known to which extent these factors had a role. It is not possible to find a root cause in the absence of valuable medical data as x-rays and explants for the investigation. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a zimmer mmc cup, uncemented, 60 mm/52 mm, code r on (B)(6) 2010 on the right side. It was reported that blood test showed high level of metal ions on (B)(6) 2015 and that the patient underwent a revision surgery on (B)(6) 2015 due to elevated cocr ions, wear and adverse local soft tissue reaction. A complete disruption of the posterior capsular structures and partial evulsion of the abductor mechanism were also mentioned.

Manufacturer narrative:
Concomitant medical products and therapy date detail of product: - metasul ldh, head, 52, code r, taper 18/20, catalog no# 0100181520 ; lot # 2389069, - metasul ldh, head adapter, m, 0, taper 12/14-18/20, catalog no# 0100185146 ; lot # 2506530, - modular neck b 12/14 neck taper, catalog no# 00784802200 ; lot # 61346693, - modular femoral stem press-fit plasma, catalog no# 00771301300 ; lot # 61084427. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
In addition to the report 0009613350 - 2017 - 00713, the patient underwent revision surgery due to synovitis and corrosion.

Manufacturer narrative:
Concomitant medical products: modular neck b 12/14 neck taper, catalog no# 00784802200 ; lot no# unknown, modular femoral stem press-fit plasma, catalog no# 00771301300 ; lot no# unknown. Therapy date : (B)(6), 2015. Additional information was receive on july 2, 2018. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was revised due to elevated metal ions, wear, alstr, pain and armd.